Event description:
The recipient is currently a non user of the device due to lost external equipment. External equipment was replaced, however, the recipient is reportedly experiencing no lock. Device testing could not be performed due to loss of lock. Revision surgery is under consideration.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient is reportedly lost to follow up. This is considered a failure in-situ. A review of the device history record was completed and no anomalies were noted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed and silicone damage was observed on the top and bottom cover of the device. These are believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock could not be obtained at any spacing. An electrical test could not be performed due to no lock. The device passed some of the electrical tests performed. The residual gas analysis (rga) test was above the testing limit. This device had moisture that exceeded the rga test limit. The source of the problem was a feedthru hermeticity issues from one feedthru vendor. A corrective action was implemented. Feedthru assemblies from this vendor are no longer used. This older device configuration is not currently manufactured. This is the final report disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.